Event description:
We were informed on may 22, 2024, about an event regarding a patient with medtronic spinal cord stimulation lead extension. The patient underwent a procedure to replace the lead extension due to high impedances. The surgery was performed on (B)(6) 2024, by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).